Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation; however, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2020). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day post gastrostomy feeding tube placement, the feeding tube was allegedly fractured and edema was identified. It was further reported that the device was removed. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, one electronic video was provided for review. The investigation is confirmed for the reported fracture and fluid leak issue as the contrast spills out of the tubing in multiple direction while trying to inflate the ballon, suggesting leak and fracture in the balloon tubing. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4: (expiry date: 09/2020). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that one day post gastrostomy feeding tube placement, the feeding tube was allegedly fractured and edema was identified. It was further reported that the device was removed. The current patient status is unknown.